Manufacturer narrative:
(B)(4): a follow-up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer reported that there was a failure alarm during an asystole event. The pt expired.